Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged "pump is giving off a pulsating vibration". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, the original complaint of a pulsating vibration issue was unable to be duplicated.